Event description:
Device 3 of 4. Ref MFR reports: 1627487-2014-06279, 1627487-2014-06280, 1627487-2014-06282. Info provided by the pt's attorney, indicated the pt alleges the following issues: the pt experienced painful overstimulation and burning while charging. She has turned off the device and is no longer using her scs system. Additional info is needed to clarify the nature of the pt's issues. Sjm was made aware of the issues on (B)(4) 2014, and the pt's scs system has not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.